Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited high pacing impedance and rising capture thresholds. The rv lead was explanted and replaced. The patient was stable.